Event description:
It was reported that prior to starting a da vinci-assisted mediastinal mass resectionsurgical procedure, the maryland bipolar forceps instrument was found to have a crack. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was not found to have any loose, frayed or broken cable. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. No damage was found to the instruments conductor wire. This failure is typically associated with mishandling/misuse.